Manufacturer narrative:
The fse conducted evaluation of the device, it was identified that the paddles cable was torn out and need to be replaced. It was advised to replace the paddle cable and a quote for replacement was sent to the customer. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
Philips received a complaint on the efficia dfm100 device indicating that there was a paddle cable issue. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.